Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient account and order were missing from server. A technical support specialist performed to find the admission discharge transfer message for the visit ID, found only message available was the order message, which was sent to es server and checked the xml message for the order and there was no value for the facility. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patient data issue, order missing from server. The customer reported medication not being available in device and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patient data issue, order missing from server. The customer reported medication not being available in device and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.